Manufacturer narrative:
Philips service replaced the pc box power supply and pfs272 powertray fru, and restored the system to operational status. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to boot due to a defective power tray on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.